Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off while on the patient in the middle of the night. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And during the evaluation, additional failures observed the burned unit. The customer complaint was not reproduced. There was multiple error has been identified. The device was scrapped.